Event description:
It was reported that the patient was hospitalized (checked in last night) for ¿gi issues¿ and it was requested that their implantable neurostimulator (ins) be checked. It was unknown if the ins has had the initial programming done as it was just implanted on (B)(6) 2014. There were no further interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, implanted: 2014 (B)(6); product type lead product ID neu_unknown_lead; product type lead. (B)(4).